Event description:
Diabetes educator reported hospitalization due to high blood glucose. Insulin pump is not delivering full boluses. The insulin pump is alarming no delivery. The blood glucose reading is 192 mg/dl. The blood glucose reading at the time of the event was 236 mg/dl. Customer ate, then became unresponsive. Spouse called paramedics. Customer blood pressure was also low. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.